Event description:
It was reported that the product was used during a coronary artery bypass graft x1 and a left ventricular aneurysm resection procedure. There was no difficulty experienced when placing the cannula. The case was completely successfully and the first assistant attempted to remove the cannula and resistance was encountered. The surgeon was informed of the resistance and the surgeon told the first assistant to try again and pull the cannula out. The removal of the cannula continued and the product was pulled out of the pt. When the product was pulled out of the pt. When the product was removed, it was noted that approx 1-1.5 inches of the cannula tip (which included a wire section) remained in the pt. This was confirmed with x-ray. The nurse described the break as in the wire section not at the section containing the holes between the wire sections. While in the or an intervention radiologist attempted a femoral approach to remove the cannula tip but was unsuccessful. Then on sunday, 2007 this was attempted again without success. The exact location within the cardiopulmonary system of the retained cannula is unclear at this time. The piece has not been removed from the pt. The pt was discharged from the hosp the following month in stable condition. No further info is known at this time.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.